Event description:
A report was received that during product analysis it was discovered that the ipg exhibited premature battery depletion. The patient had previous non-device related surgeries however it was unknown if electrocautery was used.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and performance tests performed. There was no complaint reported toward the device. However, the ipg exhibited the typical symptom characterized of analog integrated circuit damage. The ipg exhibited premature battery depletion, excessive sleep current leakage, and low impedance. The source of the device damage could not be determined.